Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated. 28-jun-2021 lead received. In the course of the analysis, multiple abrasion marks were noted along the lead body. Particularly around 8cm proximal from the lead tip the insulation was found rubbed through which can be considered the root cause of the clinically observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was repositioned due to loss of atrial sensing, which likely resulted from manual manipulation of device in pocket by the patient. The lead remains implanted and no adverse patient events were reported. Should additional information be received, this file will be updated.